Manufacturer narrative:
Follow up report 1 (correction): impact codes h6 field was updated.

Event description:
It was reported that this right ventricular (rv) exhibited high out of range pacing impedance measurements in bipolar configuration. The rise in impedance appeared to be gradual. In addition, high pacing thresholds were also observed. Further testing of this rv lead was recommended; however, it was surgically abandoned and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. Additional information was received indicating that the suspected cause of the reported observations is calcification at the lead tip, with no indication of a lead fracture.

Event description:
It was reported that this right ventricular (rv) exhibited high out of range pacing impedance measurements in bipolar configuration. The rise in impedance appeared to be gradual. In addition, high pacing thresholds were also observed. Further testing of this rv lead was recommended; however, it was surgically abandoned and successfully replaced. Other than the procedure, no additional adverse patient effects were reported.